Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the patient's heart rate was at 30-40 beats per minute and the pacemaker could not be interrogated and there was no magnet response. Premature battery depletion and no pacing were alleged. The pacemaker was explanted and replaced. Patient was stable.